Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to address the issue. The customer¿s blood glucose (bg) level was 720 mg/dl and "high¿. Elevated blood glucose level were addressed by manual insulin injection and bolus via the pump. Emergency medical technician¿s were called due to the customer having a seizure. The customer was transported to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.